Event description:
It was reported that patient experienced unspecified issues with his sling device. Patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus). No information about the patient outcome is available at the moment. Additional information was received, sling remain implanted. No adverse patient effects. Should relevant additional information be received, a supplemental report will be submitted.